Event description:
It was reported that during an endovascular therapy procedure a balloon rupture occurred. Vascular access was gained via the left femoral artery. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous left common femoral artery. A non bsc guide wire crossed the lesion and an unspecified microcatheter was unable to cross the lesion. The 3.0 x 20mm sterling mr balloon catheter was advanced against strong resistance, but was able to cross the lesion. The balloon was inflated and ruptured as pressure rapidly decreased and blood flow was found in the catheter. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).